Event description:
During a simulation of an operating room event, the nurse was showing how to empty a package of vistec xray detectable sponges (10 count) on the sterile field using sterile technique. After opening the pack, when she dumped, one sponge remained partially adhered to pack. When we counted the sponges that remained in the paper wrap, only 9 were wrapped.